Event description:
Left ventricular stimulation patient reports bothersome stimulation while laying on the left side at night, this has been ongoing issue for patient, since implant 2 months ago. Device nurse decreased lv amplitude and extended pulse width in an effort to eliminate lv stimulation, not producible after programming changes in the offending positions. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).